Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g1, g2, h6.

Event description:
Device has been explanted.

Event description:
Patient reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, broken shell and brown particles in the shell. A visual and microscopic analysis was performed which identified, striated broken on radius. Base on the device analysis, the final assessment is: striated pattern of broken assessed, as surgical damage.